Manufacturer narrative:
Source of report(literature): seq no.: 1. Author: dr ekrol ingri. Journal title: injury, int. J. Care injured. Year: 2008. Page #: from s73 to s82. Article title: a comparison of rhbmp-7 (op-1) and autogenous graft for metaphyseal defects after osteotomy of the distal radius. See scanned pages.

Event description:
A search of the scientific literature identified an article (ekrol, I, et al. A comparison of rhbmp-7 (op-1) and autogenous graft for metaphyseal defects after osteotomy of the distal radius) published in injury, int.j. Care injured (2008), which described adverse events experienced patients who received rhbmp-7 between 1999 and 2002 as part of a clinical study. Five reports have been previously identified in this article (see mdrs 1224732-2009-00001, 1224732-2009-00002, 1224732-2009-00003, 1224732-2009-00007 and 1224732-2009-00008 for details of those reports). This case is the sixth adverse event identified in the article. A female received rhbmp-7 as part of a distal radial osteotomy using internal fixation with dorsal pi-plate. She had the osteotomy procedure 26 weeks following her original fracture. Following surgery, she complained of dorsal wrist pain and weakness of grip strength. At that time she was diagnosed with a non-union as evidenced in radiologically. Five years later, the patient's symptoms persisted and she had further surgery where the volar cortex was found to be "in continuity". There was a large defect dorsally found to contain rhbmp-7 paste which was removed and the defect was curetted. The patient was reported to have healed eight weeks subsequent to the curettage with good functional results and her pain was completely resolved. Additional info will be requested.